Manufacturer narrative:
Date sent to the FDA: 5/22/2025. D4: the device catalog number is unknown; therefore, UDI is unavailable. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: february 1, 2018 through march 31, 2018. Psr submission number: 2210968-2018-72083. Psr report identifier: (B)(4). All event details will now be captured via emdr report number. (B)(4) submitted for adverse event which occurred on 05/13/2013 (B)(4) submitted for adverse event which occurred on 12/16/2013. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that patient experienced bleeding. It was reported that the patient underwent repair of incarcerated ventral hernia on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery of previously placed mesh on (B)(6) 2013. Other procedure was captured in a separate file. No other information provided.